Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri lead, implanted (B)(6) 2011. (B)(4). -

Event description:
It was reported that the right ventricular lead had three hundred short interval counts. The sensitivity was reprogrammed. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.